Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the initial allegation the device failed testing related to oxygen flow sensor verification could not be duplicated or confirmed. The device did fail testing related to charging of the detachable battery. The power management board was replaced to address the issue.